Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received appropriate atrial anti-tachycardia pacing for atrial tachycardia/atrial fibrillation (at/ af), however, the patient's rhythm then transitioned to ventricular fibrillation (vf) and the patient received anti-tachycardia pacing and high voltage therapy. It was suspected to be inappropriate therapy for possible atrial fibrillation (af) with rapid ventricular response. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.